Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between (b/w) periods)"), bladder disorder ("bladder/urinary problems: bladder problems"), headache ("headaches") and urinary tract disorder ("bladder/urinary problems"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, back pain, menorrhagia, metrorrhagia, bladder disorder, headache and urinary tract disorder outcome was unknown. The reporter considered back pain, bladder disorder, dysmenorrhoea, fallopian tube perforation, headache, menorrhagia, metrorrhagia and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Patient demographics were added. Event injury nos replaced with events dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between (b/w) periods), fallopian tube perforation, bladder/urinary problems, headaches and plaintiff did not undergo essure confirmation test added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.